Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test passed. Data was downloaded and reviewed, the log did not show any relevant findings. The reported event of one to two times every day and night the glucose values disappear can not be determined because there was no data within investigation window. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, one to two times every day and night the glucose values disappear. No additional patient or event information is available.no product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.